Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. Pre-dilatation was not performed. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the physician tried again, the stent dislodged. Subsequently, the stent delivery balloon was inflated at the distal part of the dislodged stent and they were withdrawn to the distal tip of the guide catheter. The physician attempted to withdraw the whole system but it was unable to be withdrawn into a 6fr introducer sheath. Another vascular access was then obtained via the brachial artery using a 7fr introducer sheath and a non-bsc balloon catheter was advanced. The non-bsc balloon was inserted through the dislodged stent and was inflated. The non-bsc balloon and the dislodged stent were then withdrawn into the 7fr introducer sheath and removed from the patient's body. It was confirmed that no part of the stent remained inside the patient's body and the procedure was completed with a 3.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good the day following the procedure. The physician commented that the cause of stent dislodgment was due to the physician "cramming the stent."

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was dislodged from the sds and returned on a non-bsc balloon catheter. The stent was damaged and stretched its entire length. A 360 degree view of the stent was performed and no fractures were noted on the entire stent. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within specification. The balloon cones were reviewed and no issues were noted. The balloon cones appear relaxed from their original folded position and appear to have been subjected to positive pressure and a vacuum pulled. A visual and microscopic examination of the bumper tip showed slight damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping; however a review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. Pre-dilatation was not performed. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the physician tried again, the stent dislodged. Subsequently, the stent delivery balloon was inflated at the distal part of the dislodged stent and they were withdrawn to the distal tip of the guide catheter. The physician attempted to withdraw the whole system but it was unable to be withdrawn into a 6fr introducer sheath. Another vascular access was then obtained via the brachial artery using a 7fr introducer sheath and a non-bsc balloon catheter was advanced. The non-bsc balloon was inserted through the dislodged stent and was inflated. The non-bsc balloon and the dislodged stent were then withdrawn into the 7fr introducer sheath and removed from the patient's body. It was confirmed that no part of the stent remained inside the patient's body and the procedure was completed with a 3.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good the day following the procedure. The physician commented that the cause of stent dislodgment was due to the physician "cramming the stent."